Event description:
The patient reported changing issues between the implant and the external equipment. An advanced bionics rep. Performed device evaluation. The problem was confirmed. Patient has been implanted with a new advanced bionics spinal cord stimulator.